Event description:
The user reported a broken hematocrit saturation clip. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.